Event description:
During catheter manipulation catheter kinked and was unable to unkink and remove percutaneously. Pt went to or for surgical intervention to remove kinked catheter. Diagnosis or reason for use: cardiac pci.